Manufacturer narrative:
It was reported by the customer that there is air in the infusion line. One photo was provided for quality evaluation. Investigation of the photo shows that there is air in the infusion line. The customer complaint of air-in-line was confirmed. A root cause could not be determined because a physical sample was not provided for investigation. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that they need to reenforce that they pause the pump when they change the IV bag with the chemo device attached. Otherwise, a negative pressure could develop ¿ negative pressure can result in increased ail and slow/block flow.